Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82270724 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a powerflexpro 6 mm x 4 cm 135 cm balloon catheter ruptured before the pressure reaches its nominal pressure. There was no reported patient injury. An unknown guidewire crossed the lesion, and the power flex pro was used but ruptured before the pressure reaches its nominal pressure. The lesion was the common femoral artery. This was a percutaneous transluminal angioplasty (pta) case. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a powerflexpro 6mm x 4cm 135cm percutaneous transluminal angioplasty (pta) balloon catheter ruptured before the pressure reached its nominal pressure. There was no reported patient injury. An unknown guidewire crossed the lesion, and the power flex pro was used but ruptured before its nominal pressure. The lesion was the common femoral artery. This was a percutaneous transluminal angioplasty (pta) case. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot 82270724 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst- at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors, although unknown, may have contributed to the reported event. However, without the return of the device for analysis and with the limited amount of information provided, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.